Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. But the series of stalls could not be attributed to emi which occurred (B)(6) 2015. For (B)(6) 2015, there was a stall and recovery restarted 8.5 hrs later. On (B)(6) 2015, the first stall restarted 18-19 hours later but the second stall on (B)(6) 2015 at 2342 had not recovered to date with the tube set occurring (B)(6) 2015 at 2342. The patient was asymptomatic per the healthcare provider. The patient heard the pump alarm the "night before last." The patient was at the clinic this morning when they discovered the stalls. The reporter planned to confer with the hcp and the patient. On (B)(6) 2015, it was reported they planned to replace the pump. The pump was replaced on (B)(6) 2015. Additional information received from the hcp reported that the patient experienced increased pain. When the patient was seen on (B)(6) with the critical alarm sounding, interrogation revealed motor stall. The pump was placed on minimal rate and the patient was referred for re-implant. The patient planned to follow-up with the surgeon on (B)(6) 2015. The pump was used to deliver morphine.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor ¿ gear train anomaly ¿ corrosion and wear¿ and ¿motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿. There was slight corrosion on gear wheel 3 and shaft wear on the upper shaft of gear 2. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.